Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem customer technical support, however the customer declined further troubleshooting. No additional information was provided. Customers blood glucose level was 271 mg/dl.